Event description:
A child was undergoing a laminoplasty. After initial first incision, a surgi-tip transducer cover #610-833 (lot number m941840) was used in the sterile procedure to cover the ultrasound probe. The probe was placed into the sterile cover. Once the ultrasound probe with cover was placed on the sterile field, the rubber part of the cover broke and the probe was discovered to be unsterile which was now in the surgical site. Dr. Decided to stop the procedure, a culture of the wound was completed, and vancomycin powder placed on the incision. The incision was closed. Dr had not entered the dura at the time the probe was discovered to be unsterile. Patient discharged with antibiotics and will return for in 3-4 weeks for laminoplasty.